Manufacturer narrative:
Context: ********** a customer in ireland notified biomérieux of multiple misidentification for three (3) patient isolates in association with vitek ms instruments (ref. 410895, serial number.(B)(6)). Customer reported misidentifications for three (3) strains. Results are summarized below: isolate 1 (lab ID 4047237) *vitek ms results: -14 nov 2022 = single choice to corynebacterium diptheriae and single choice to staphycoloccus saprophyticus *gram staining = gram positive cocci (which is not in favor to corynebacterium diptheriae because it is a gram positive bacilli) *expected identification = unknown (no reference method performed) *culture conditions = culture media : cpse chrome agar, incubation: 20hrs growth, spotting tool : vitek pickme pen isolate 2 (lab ID 4127339) *vitek ms results: -05 and 10 nov 2022 = single choice to finegoldia magna (2 times), after 24hrs incubation -06 nov 2022 = single choice to clostridium pasteurianum (1 time), after 72hrs incubation -10 nov 2022 = single choice to peptoniphilus harei (1 time) after 24 hours incubation, new spotting from new plate -04, 05, 06, 09 and 10 nov2022 = no identification results (34 times) *gram staining = gram positive cocci (which is not in favor to clostridium pasteurianum because it is a large, gram-positive, spore-forming bacillus) *expected identification = unknown (no reference method performed). Based on the vitek ms results, it could be a finegoldia or a peptoniphilus harei because both are in accordance with the gram staining result (gram positive cocci) or another species *culture conditions = specimen : blood culture, culture media : columbia blood agar and a nat pp, incubation: 24 hours, spotting tool : vitek pickme pen isolate 3 (lab ID 4422406) *vitek ms results: -07 nov 2022 = single choice to listeria welshimeri and single choice to streptococcus agalactiae -08 nov 2022 = single choice to staphylococcus aureus (2 times) *expected identification = unknown (no reference method performed) *culture conditions = culture media : cba plate, incubation: 20hrs growth, spotting tool : vitek pickme pen investigation: *************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** *fine tuning according to the vilink alert tool criteria, a fine tuning was needed during the tests made on nov 2022 because it was at the limit. Notes: -the variation of the curves observed on the two graphs are due to ¿calibrator spot preparation variation¿ -good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. *spot preparation quality the calibrator and samples ¿all peaks¿ values are quite heterogeneous. Based on this finding, the spot preparation quality needs to be verified *kb review unknown because no reference method performed for the three isolates *sample data analysis isolate 1 (lab ID 4047237) -reprocessing the customer data with vitek ms kb v3.2 allows to show that the misidentification to corynebacterium diptheriae was obtained with a low identification scores (-0.36) and with the lowest number of peaks (31) which are at the acceptable limit for giving a ¿no identification¿ result -reprocessing the customer data with ruo data base saramis v4.17 (reference spectra) allows to get 2 no identification results -reprocessing the customer data with next vitek ms kb v3.3 under development allows to improve a little bit the results. It eliminated the misidentification. Isolate 2 (lab ID 4127339) -reprocessing the customer data with vitek ms kb v3.2 allows to show that the 4 identifications obtained have low identification scores (from -0.29 to -0.38) and with a low number of peaks (from 41 to 44) which are at the acceptable limit for giving a ¿no identification¿ result in addition, 34 out of the 39 tests performed gave no identification results. It means that it could be a species out of the vitek ms kb v3.2. -reprocessing the customer data with ruo data base saramis v4.17 (reference spectra) allows to get 26 identifications to peptoniphilus olsenii and 13 no identification results -reprocessing the customer data with next vitek ms kb v3.3 under development do not allows to improve the results. For information, change request number 4185 was opened in order to add peptoniphilus olsenii in a future vitek ms ivd database. Isolate 3 (lab ID 4422406) -reprocessing the customer data with vitek ms kb v3.2 allows to show that misidentification results were obtained with low identification scores (-0.18 and -0.27) and with the lowest number of peaks (38 and 42) which are at the acceptable limit for giving a ¿no identification¿ result -reprocessing the customer data with ruo data base saramis v4.17 (reference spectra) allows to get 2 low discrimination to staphylococcus argenteus - staphylococcus aureus and 2 no identification results -reprocessing the customer data with next vitek ms kb v3.3 under development do not allows to improve the results. However, it allows to confirm thta it is probably staphylococcus aureus spp aureus than staphylococcus argenteus based on these findings : -the most probable identification is staphycoloccus saprophyticus for isolate 1 (lab ID 4047237) -the most probable identification is peptoniphilus olsenii for isolate 2 (lab ID 4127339). This species is not present in vitek ms kb v3.2. It is a system limitation -the most probable identification is staphylococcus aureus spp aureus for isolate 3 (lab ID 4422406) the cause of the issue are : -non optimal spot preparation for isolate 1 (lab ID 4047237) and isolate 3 (lab ID 4422406) -system limitation for isolate 2 (lab ID 4127339) -a fine tuning that has drifted under the vilink alert tool criteria for all lab ids. This cause could also explained the slow acquisition time observed by the customer. For information, the following system limitation is written in the user manual supplements - 161150-924 ¿ a ¿ vitek ms clinical use - v3.2 knowledge base : ¿-testing of species not found in the database may result in an unidentified result or a misidentification. -note: interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ our recommendation is to use the ¿request for ruo analysis¿ configuration available in vitek ms software v3.2. It will allow the user to send noid results for ruo analysis (saramis database). It had helped for isolate 2 (lab ID 4127339). *expected identification after investigation unknown, strains identifications have to be confirmed with a reference method (sequencing) conclusion: ************* -non optimal spot preparation for isolate 1 and isolate 3 -system limitation for isolate 2 -a fine tuning that has drifted under the vilink alert tool criteria for all lab ids.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in ireland notified biomérieux of multiple misidentification for three (3) patient isolates in association with vitek ms instruments (ref. 410895, serial number. (B)(4)). Customer reported misidentifications for three (3) strains. Results are summarized below: the 1st one is (B)(6) first testing : 99.9% coryne diptheriae, the gram was a gpc so a repeat testing was put up repeat testing: staph saprophiticus the 2nd was a blood culture sample (B)(6) (customer knew it was an anaerobe as it was metronidazole sensitive) first testing : finegoldia 96.4% @48hrs so customer didn¿t take this and after 72hrs he repeat testing repeat testing: ID was clostridium pasteurianum 99.9% .the gram stain was a gpc so customer reincubated the 24hr blood plate and did new purity plates and ID was 99.9% peptoniphilus harei which matched the gram. The 3rd was (B)(6) first testing : ID 99.9 listeria welshimeri. Reapeat testing ID= staph aureus. Customer added that no patients were affected, as they thought they were unusual identifications and so repeated them. An investigation has been initiated.